Manufacturer narrative:
(B)(4)

Event description:
It was reported during a follow-up visit, device interrogation displayed two rv lead noise episodes. X-ray images did not reveal any anomalies. The noise could not be reproduced in the clinic. No patient symptoms were reported. No intervention was reported.